Event description:
This rv lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2018. A call was placed to technical services on 04/05/2018 stating that this lead was exhibiting rv impedance measurement greater than 3000 ohms that started about three months ago. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).